Event description:
The customer called into philips to report that they are unable to physically move the knob to pacing mode. Observed after receiving the unit back from the philips healthcare repair facility (hrf).there was no reported patient involvement / adverse patient impact.